Manufacturer narrative:
.

Event description:
It was reported that the vns patient was referred for generator replacement surgery for unknown reasons. Follow-up revealed that the patient¿s device was at end of service. On (B)(6) 2014, the device battery had been depleted for approximately three months and that the patient was doing as well as ever. The patient reportedly did not receive any efficacy from device and the magnet was not helping the patient¿s seizures. Therefore, surgery was no longer being pursued. The patient was having 1 -2 seizures per day which were attributed to a combination of patient¿s medications. The seizures lasted less than one minute. Additional information was received stating that the lack of efficacy was due to an unspecified device issue. Attempts for additional relevant information have been unsuccessful to date.